Manufacturer narrative:
An event regarding an alleged dislocation involving a trident psl ha cluster 52mm was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as no device was returned. - medical records received and evaluation: no medical records were provided for a medical review. - device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. - complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient fell and dislocated her left hip. Cup, liner, screws and fem head were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. It was noted that no additional information will be made available as per hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient fell and dislocated her left hip. Cup, liner, screws and fem head were revised.